Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the foreign material which adhered in the air/water nozzle was not sufficiently removed since reprocessing failed to be performed in accordance with IFU, which resulted in clogging of the foreign material. The root cause of the foreign material could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported, no air flow from the air/water system of the colonovideoscope was noted. The device was returned and an evaluation revealed presence of foreign objects inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation ¿ ¿no air flow¿. There were few additional findings. Due to deformation of up/down knob and crack on scope connector, water tightness was lost. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a crack. Due to clogging of nozzle, water removal ability does not meet the standard value. Scope connector was corroded. Light guide lens and objective lens had discoloration. Scratches were found throughout the device. Forceps channel port was shaved. Switch box and control unit had discoloration. Suction cylinder was shaved. Due to dirt on objective lens, cloudines of image was noted. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.